Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. Customer's blood glucose level was not reported. The customer was unable to rewind the insulin pump due to alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. No motor error alarms noted. Unit functioned properly. Unable to confirm motor position encoder error alarm due to overwritten with displayable history check failed on startup alarms in alarm history screen. Displayable history check failed on startup alarm noted due to corrupted history file. Motor was tested outside the device and passed. Unit was received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker.